Event description:
It was later reported that the patient was scheduled to see a doctor in dermatology the week following the report for patch testing. It was noted that it was looking like the device was going to have to be removed for a period of time ¿no matter what.¿

Event description:
The patient developed multiple infections at the implantation site behind the ear.

Event description:
It was reported that a patient with an implanted system had an infection at the implantation site behind the ear. Additional information has been requested.

Manufacturer narrative:
The manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).